Manufacturer narrative:
This report is submitted on august 15, 2023.

Event description:
Per the clinic, the patient experienced an infection (site of the infection is unknown i.e. May not be device related). The device was explanted on (B)(6) 2023. The patient was re-implanted with a new device in the same procedure.